Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2024 , it was reported that the patient was feeling light-headed, loosing balance and fainted at home at 7:00 pm. Her husband called 911 and the ambulance arrived at 7:30 pm. They performed a bg reading but the husband couldn¿t remember the exact reading but he mentioned that it was very low. The paramedics treated the patient with IV d50 (dextrose). At that point the patient was still unresponsive and they took her to the hospital. The nurse took a bg reading which was 79 mg/dl and the cgm reading on the pump was 113 mg/dl. At the hospital the patient was treated with IV fluids. At 2:30 am the patient was recovering and already feeling fine. The patient was discharged around 12 noon. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.